Event description:
The patient reported that she was at a friend's house when she experienced a blood glucose reading of "hi" (typically above 500 mg/dl) at 11am. Her normal blood glucose range is 100-150 mg/dl. The patient reported that she did not experience any symptoms of elevated blood glucose. She reported that she has been under a great deal of stress and may have forgotten to bolus for her meals that day. She reported that she was able to reduce her blood glucose by bolusing. Upon follow up, the patient reported that she was doing fine and has not experience any further issues. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product wll be returned for evaluation.